Event description:
Cadd pump (# (B)(4)) started 5fu (B)(6) 2020, pump indicated infusion complete bag full. When pump was discontinued it stated 137 ml infused with 4ml left. No alarms / or alerts, back "appeared completely full". Pump marked defective and mailed to infusystem by (B)(6).

Event description:
Add'l info received from reporter for report mw5093596. Cadd pump (#401116) started 5fu 02/11 - returned 02/13 - pump indicated infusion complete - bag full. When pump was discontinued it stated 137 ml infused with 4ml left. No alarms / or alerts, back "appeared completely full." Pump marked defective and mailed to infusystem by (B)(6).